Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that they noticed dried liquid on top of cartridge chemistry sample syringe of the unicel dxc 600 synchron system (dxc 600) when they were performing maintenance. Customer reported that the dxc 600 continued to leak after they replaced the whole syringe assembly. Customer reported that the leak was a very small leak from the top of the cartridge chemistry sample syringe. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) determined the leak was related to a t-valve. The fse replaced the t-valve.